Manufacturer narrative:
The hospital made no repair at that time, restarting the unit cleared the alarms. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 1/19/17 phone call, 1/24/17 phone call, and 1/25/17 phone call. The hospital made no repair at that time, restarting the unit cleared the alarms.

Event description:
The hospital reported the unit alarmed lost the ability to mechanically ventilate during a case. The unit was restarted and the case was able to continue. There was no report of patient injury.